Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of prosthesis wear, osteolysis, and an insufficient bond between the implants and the bones, which led to aseptic (non-infected) loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, osteolysis, and loosening could not be determined as the device(s) were not returned for evaluation, and images, radiographs, and product information were not provided.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2019. Approximately 4 years and 3 months after the initial procedure the patient had a left knee revision on (B)(6) 2023. The patient suffered the following injuries and complications: osteolysis, synovitis, component loosening, loss of mobility, joint pain, swelling. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.